Event description:
Esrd outpatient using home pd equipment and supplies exhibited clinical symptoms of peritonitis. Fourteen other esrd home pts also using the same type of supplies and equipment developed peritonitis within a few days of each other. Twelve of the fourteen pts were hospitalized for treatment.